Manufacturer narrative:
(B)(4). The customer reported an intermittent failure to discharge during testing. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent failure to discharge during testing. There was no pt involvement.